Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptom and revision surgery. The patient saw a healthcare professional sometime in (B)(6) 2021, and the diagnosis of grade IV capsular contracture was confirmed. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: rupture, capsular contracture section d 6b. Date of explantation: (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with a 550 cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The patient reached out to mentor to obtain her implant information, since she is experiencing possible left-sided rupture. The patient is planning to consult with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date.